Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 38mm synergy¿ drug-eluting stent delivery system snapped while torquing. The device was completely removed through the guide catheter and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was stable.